Event description:
It was reported that a large volume folfusor had fluid leakage from the reservoir into the plastic external housing. This issue was discovered during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from september 22, 2022 - september 23, 2022. 10: the actual device was received for evaluation. A visual inspection on the sample via the naked eye noted fluid inside the housing which suggested leak. Functional testing was performed by filling the device with green colored water. Immediately after green color water was added to the bladder, a leak was observed coming out at one side of the bladder crimp. The cause of the condition is a manufacturing related issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.